Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that during a vitrectomy procedure, a trocar started to leak. The procedure was finished without placing the trocar. No pt impact or harm was reported. Add'l info was requested, however, none has been provided to date.